Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath on exertion and lethargy. It was noted that the implantable pulse generator (ipg) implant detect was not completed due to the programmed mode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to implant detect. If information is provided in the future, a supplemental report will be issued.